Manufacturer narrative:
(B)(4). One (1) single clip of catalog number 544250 hemolok xl clips 6/cart 84 was received, it looks used, no original packaging was received, lot # was not confirmed. During visual evaluation it was found that the single clip was missing the hook, clip has another color tone (white spots); root cause is considered unknown. Failure mode broken was confirmed during visual evaluation; however it's unknown why the hook is broken. Based on the sample's physical condition (the clip is seriously broken off the hook) is not possible to identify the root cause for the defect reported and a corrective action for it. Sample received confirms the defect reported by the customer, broken. Even the clip shows that hook is missing. A corrective action for the defect observed cannot be established due to the fact of the sample condition.

Event description:
Alleged event: the doctor found a clip was broken during an appendectomy under the cavity mirror. No medical intervention was required. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips (B)(4), lot number 73k1400169 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the doctor found a clip was broken during an appendectomy under the cavity mirror. No medical intervention was required. The patient's condition was reported as fine.